Event description:
A hospital in (B)(6) reported an (B)(6) study patient was implanted on an unknown date and post-operatively experienced an infection in the lower left leg. Patient was treated with antibiotics and recovered with no lasting harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis patient ID: (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.